Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The defective product was attached to the navigation system for inspection and the operation was checked. It was observed that an error "localizer not connected" occurred during normal login. When logging in to the service, it was confirmed that the power supply unit (psu) was not recognized. Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was no recognition due to a navigation system psi communication error. No patient was present.

Manufacturer narrative:
H2, h3, h6: the returned x was analyzed. A check of the event log "did show any adverse events." The psu had normal communication but failed an accuracy test (aak) at .372mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.